Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert 07 while customer used tandem charging cable with third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to try leaving wall adapter plugged into a working outlet for at least 30 minutes to see if pump would begin charging, cts sent follow-up sms and email, and case was closed with no additional outcome information received.